Event description:
A past event involving low blood glucose was reported by the customer. Low bg cause was not known. Customer had assistance from wife to have juice and a sandwich to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.